Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain due to eroded mesh and has undergone additional medical treatment and procedures. Product was used for therapeutic treatment. Lynx - lot# oml5053101 was reported to be used/implanted during this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.